Event description:
It was reported that the bd nano¿ 2nd gen pen needle broke off. Report 1 of 2. The following was received by the initial reporter: stated that she needs help with nano 2nd gen pen needles. I returned consumer's call, she stated that the needle jammed while doing injection. She also stated that when she removed the needle from the pen she noticed that the needle broke off and was stuck in the rubber barrier of the pen. Consumer does not re-use.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle broke off. Report 1 of 2. The following was received by the initial reporter: stated that she needs help with nano 2nd gen pen needles. I returned consumer's call, she stated that the needle jammed while doing injection. She also stated that when she removed the needle from the pen she noticed that the needle broke off and was stuck in the rubber barrier of the pen. Consumer does not re-use.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9616656-2023-01275 was sent in error. File grid row marked as concomitant. MFR report # 9616656-2023-01275 is void as a result.